Manufacturer narrative:
Waiting for information regarding the device and incident.

Event description:
Luer separating from extension tubing.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Attempts to obtain additional information and the sample for evaluation were unsuccessful a review of the manufacturing records could not be performed because the lot number of the kit or device was not provided. Without an evaluation of the device involved, or sufficient information we are unable to determine the cause or factors that may have contributed to this event.